Manufacturer narrative:
Previously reported result code: 3221 was mistakenly provided on MDR as the investigation was still in progress. The initial result code should have been 3233. The company service representative examined the system and could not replicate any system nonconformities that could have attributed to the reported event. The oscillator and surgical focusing module were replaced as preventative measures. The system was then tested and met all product specifications. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported a sticky flap that was difficult to lift and incomplete in the right eye. Additional information has been requested.